Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: inventory control coordinator. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Review of the manufacturing record and the product release judgement record of the involved product/lot number combination confirmed there was no problem in them. A search of the complaint file found no other similar reports with the involved product code/lot number combination from other facilities. According to the investigation results, no anomaly was found in the relevant records. From the description of the complaint, it was inferred that the actual sample might have come into strong contact with the concurrently used device. However, since the actual sample was not available for analysis, the cause of occurrence could not be clarified. Ashitaka factory assures the quality of this product by implementing the following inspections and control. The core wire is checked for its integrity over the entire length through the eddy current flaw detection. The outside diameter of the core wire is strictly controlled to assure the strength of the core wire. 100% visual inspection is performed before the packing process to assure there is no anomaly in the appearance such as a kink. The following warning is indicated on the IFU: the glidewire is designed to direct a catheter to the desired anatomical location during diagnostic or interventional procedures. (B)(4).

Event description:
The user facility reported that the guidewire involved was used in the attempt to retrieve an inferior vena cava (ivc) filter. The wire flawed when it was being removed from the catheter. The patient had no issues. The outcome of the procedure was completed. There was no patient injury/medical or surgical intervention required. Additional information was received on 24 feb 2022: the patient was in stable condition. There were no complications with the procedure being completed.